Event description:
The customer called to report unexplained high bgs. Troubleshooting was performed. The fixed prime test passed. However, the pressure test did not pass. The customer tried to change the entire set and site to resolve the issue. It was found blood at the site removal. Asked the customer to change again the whole set and the pressure test passed. The customer treated their bgs with a manual injection. Then the bgs were checked and they had gone up. Advised the customer to report to the emergency room for further treatment if the bgs did not come down. The customer's family member called the next day and informed that the customer was admitted to the hospital. It was stated that the doctor was adjusting basal rates. The customer has been on the pump for two weeks.